Manufacturer narrative:
Tw # (B)(4). The lot # 3000386250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after dissection when switching insufflation for ligation vasoview hemopro 2 tunnel was lost. They tried to troubleshoot and then opened a new vh-4000 kit to finish the case. There were no patient complications, nothing was left inside of the patient.

Manufacturer narrative:
Tw ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.